Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "this is a communication from (B)(6). This was an antibiotic that was reported to have run out early. The pump has not been returned yet so I don't have any more information. There will be an event log to follow upon the sapphire return. Delay in therapy: unknown. Need for medical intervention: unknown. Death/serious injury: no " additional information was received on (B)(6) 2015: "1. Please describe what is the deviation from the described treatment you have observed: 7 days of therapy infused < 48 hours "